Event description:
A user facility reported the connector (used to connect to lma to the gas/breathing device) came out of the lma airway tube when it was being used in a pt. The mask was replaced with another, and there was no pt injury or problem. The device has been returned to lma north america and will be forwarded to the MFR for eval.